Event description:
During a clinic follow-up, noise resulting in oversensing was seen on the right ventricular (rv) lead due to suspected, but not confirmed, lead damage. No intervention was performed at this time. The patient was stable and will continue to be monitored.